Event description:
It was reported that an ilet device¿s screen and housing were cracked and separating at the seams, confirmed by photo and serial verification, and a replacement device was arranged with instructions to return the damaged unit. Investigation included review of complaint details and coordination for device return to enable evaluation. Further investigation of this case revealed a physical damage event to the device enclosure and display consistent with a cracked or delaminated screen. The user reported symptoms included out-of-range blood glucose levels reported by the user in connection with the device issue. Outcomes included the user reverting to an alternative insulin therapy while awaiting the replacement, with no reported hospitalization or medical intervention beyond self-management. It was concluded that the device experienced mechanical damage affecting the screen and enclosure, and a replacement was issued. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.